Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the processor and confirmed that there was a hole in the hose from the outlet of the uv assembly. The technician also observed yellowing of the hose. The technician replaced all hoses ran a diagnostic and processing cycle and returned the unit to service. The hose subject of the reported event was returned to steris for evaluation. The evaluation determined the hose was degraded and a water leak originated from the hose fitting subsequently causing the reported event. No additional issues have been reported.